Event description:
It was reported by the customer that the pyxis medstation es station drawer failure not detect on bus. A customer has indicated that the malfunction took place during the user's attempt to dispense medication to the patient, which consequently delayed patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 2.1 and 2.2 or not on bus with the door module pcb with no leds illuminated. A field service engineer identified a loose connection between the retractor band and the drawer control pcb. The connection was re-seated to rectify the problem. The system functioned as intended after field service engineer troubleshooted the device.